Event description:
As reported by the user facility: event #2: reports leakage at the silicone portion of the set where it meets with the tubing. This occurred twice with chemo medication.

Manufacturer narrative:
(B)(4). One used space pump IV set, without packaging, was received for evaluation. The set was subjected to an air pressure (leakage) test according to specification. Leakage was observed from what appeared to be a hole in the tubing of the silicone pump segment. Under magnification, a small, angular cut/slit was verified in the silicone pump segment. Without the lot number, a thorough evaluation could not be performed. However, based on the examination of the returned sample, the damage observed does not appear to be the result of a manufacturing defect, but instead related to the silicone tubing pump segment being pierced by an unidentified sharp object. If additional pertinent information becomes available, a follow-up report will be filed.